Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer had high blood glucose levels of 259 mg/dl. The mother of the customer reported that the battery cap of the insulin pump was stripped. The mother of the customer reported that they are unable to remove the battery cap on their insulin pump. The mother of the customer reported that the nurse probably screwed the battery cap too tight resulting in damage to the battery compartment. The mother of the customer reported that there was a crack on the battery compartment of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.